Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial insert platform broke during surgery.

Manufacturer narrative:
Onmay 31, 2016 upon review of the provided photograph, the trial is cracked (one piece) and still intact. This product was reported in error. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.